Event description:
Additional information received from the manufacturer representative reported that the cause of the burning sensation had not been determined. The patient had turned the device off to determine if it still heats up when stimulation was off. The issue was not resolved and the patient was going to have another appointment with their physician for guidance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was rep said patient reports feeling heat at the battery site while recharging. Patient said sometimes it gets hot, like a burning sensation. Rep said impedance is normal, 600-700 ohms range. Further questions revealed that issue is occurring at random, but not when patient is standing, but rather when laying down or sitting. Issue started a couple weeks ago, no known fall/trauma/accident. Patient further said sometimes issue occurs several times a day and sometimes not at all. Sensation can last up to an hour. Technical services(ts) reviewed with rep that it doesn't appear to be an issue with recharging as it was presented during initial part of the call. Ts reviewed with rep that it's difficult to determine if system is causing the issue or if it could be just the implant rubbing against a nerve or something. Ts suggested that patient document when issue occur and body position that patient is in when sensation is felt. Ts also suggested turning therapy off during the long occurrences to see if sensation is still there when therapy is off, and to turn therapy back on to see if patient feels the sensation again once therapy is back on. Troubleshooting was not required.